Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device probe tip was broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The grasping section had come off the insertion section. Based on the results of the investigation, the issue is attributed to stress related issues, however, a definitive root cause could not be established. It is likely the following led to the malfunction: excessive load was applied to the gripping section in the direction of opening, causing it to detach from the insertion section. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. ·when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. ·should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the thunderbeat surgical instrument's tip broke during a therapeutic liver resection. There was no delay as a result of this event. The procedure was completed using a backup olympus device. There was no report of patient injury or medical intervention associated with this event.